Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: lo (less than 10 mg/dl) and 250 mg/dl. Customer was not symptomatic with the reading of lo. Patient was treated based upon the reading of 250 mg/dl (treatment not provided). No adverse event reported. Caller believes the reading of lo to be due to underdosing of the strip. Requested return of suspect device and replacement was sent.